Manufacturer narrative:
(B)(4). Received additional information on (B)(4) 2014 stating the patient experienced a moderate, serious adverse event of a headache on (B)(6) 2014. The patient was treated with medication. The medication type was unknown. The patient was admitted to the hospital and discharged on (B)(6) 2014. The CT (computed tomography) and angiogram were both negative. The relationship of the event was noted as unknown and it resolved on (B)(6) 2014. (B)(4).

Event description:
(B)(4). Treatment of an unruptured fusiform aneurysm measuring approximately 14mm located in the cavernous segment of the left ica (internal carotid artery) that was also previously treated with coils. The patient presented with neurological symptoms of diplopia, dizziness or loss of balance and coordination. The patient was on plavix and aspirin prior to the procedure and was give heparin intra-operatively. The mrs at baseline = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). On (B)(6) 2013, the patient underwent pipeline (5.00mm x 30mm) embolization treatment. The pipeline covered the entire neck of the aneurysm. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to achieve full wall apposition on the proximal and distal ends of the pipeline. A postoperative angiogram showed successful placement of the pipeline. On (B)(6) 2013, the patient experienced a severe non-serious headache with a 10/10 pain rating and was treated with morphine. The headache resolved on (B)(6) 2013. The adverse event was reported as unknown relationship. On (B)(6) 2013, the patient also experienced a moderate, non-serious adverse event of blurry vision and confusion that required no further treatment. The adverse event resolved the same day and is reported as unknown relationship. On (B)(6) 2013, the patient was discharged.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).